Event description:
(B)(6) notified maquet rep of a defective plegiox. He said that there was a water leak on the plegia into the blood from the defective heat exchanger. It was caught during the pretest during prime so not pt harm. (B)(4).